Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the doctor's office and the pulse generator exhibited backup vvi mode while attempting to perform a cyber-security update. After a device software download was performed normal device function was noted. No patient symptoms or additional information was reported.

Event description:
New information reported stated that the patient had experienced a little of discomfort during the backup vvi operation.